Event description:
The report from the descover database indicated that the patient had stent thrombosis in the distal left anterior descending (lad) artery distal to two (2) previously placed cypher stents. The adverse event (ae) was reported to be an acute event (0-24 hours post procedure), and related to the index procedure. The distal lad was reported to be native vessel. The primary indication for the index procedure was an st segment elevation acute myocardial infarction (ami) without shock. The time from presentation to intervention was reported to be =<12 hours. The index procedure was reported to be an emergent procedure. The patient's ejection fraction (ef) was reported to be 50%. The patient was reported to have diseased vessels (with >=50% stenosis) in the lad, cirumflex, and the right coronary artery (rca).